Event description:
It was reported that the subject device had vertical line on the lens of the scope image during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed, vertical lines on charged coupled device image. Based on the results of the investigation, it is likely the reported issue occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.